Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated after sensor was applied, it began to turn red around the patch and little bumps appeared. Two days later, the redness spread, and the skin was inflamed. Patient saw a doctor on an unknown date who recommended hydrocortisone cream as treatment. At the time of contact, it was indicated that the patient was in good condition. No additional event or patient information is available.